Event description:
It was reported that during the procedure for treatment of a 75% de novo lesion in the mildly tortuous left main artery, pre-dilatation was performed once using a 4.5x12 nc trek rx balloon at 18 atmospheres. Although there was no issue inflating the balloon, deflation of the balloon was slow. The physician did not wait to fully deflate the balloon and attempted to pull the catheter into the 6f guide catheter with the balloon partially inflated. The catheter could not be retracted into the guide catheter; therefore, the catheter was withdrawn from the anatomy as a single unit with the guide catheter. During removal, the catheter stretched but did not separate. A new guide catheter was inserted, a non-abbott balloon was used to complete pre-dilatation, and a xience stent was implanted successfully. Although the procedure was delayed, there was no adverse patient effect.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail 6f jl4. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.